Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical dept for a report of broken, keeps saying insert tubing event if tubing is already inserted. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The piezo was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.